Event description:
It was reported a novum iq large volume pump did not infuse. In the neuroscience intensive care unit (nsicu) a patient was set up to receive an infusion of 3% sodium bolus in a 250ml bag. The nurse observed the infusion running at first. When the nurse came back to the room after an unspecified amount of time, the infusion was not running; however, the pump was showing it was infusing the solution at the set rate of 999ml/hour. The nurse reprogrammed the pump to run at 500ml/hour and was noted to still not be infusing. Reportedly, ¿the pump made the infusion noise and the vtbi was down trending as if infusing.¿ the pump was removed from service and a new pump was used for the infusion. It was further reported the patient experienced ¿mild/temporary harm¿; however, this was not further specified. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.